Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/14/2024, it was reported by a sales representative via email that a patient underwent revision surgery due to pain. On (B)(6) 2023, the patient underwent surgery for an ankle fracture and syndesmosis repair. During the procedure, two ar-8730-36pt low profile screw, ti, 3.0 mm x 36 mm, cancellous, partially threaded, an ar-8827-18 low profile screw, 2.7 x 18 mm, cortex, an ar-8827-22 low profile screw, 2.7 x 22 mm, cortex, an ar-8973ds fibulock implant system, an ar-8973l-38-180 arthrex fibulock nail, 3.8 x 180 mm left, and an ar-8925ss syndesmosis tightrope xp, stainless steel were implanted. Post-operative, the patient started to experience pain. On (B)(6) 2024, revision surgery was performed to remove all the implants except for the ar-8973l-38-180 arthrex fibulock nail. During the removal of the implants, the distal end of the extraction tool of an ar-8973rk fibulock removal kit broke off after roughly 8 mallet strikes. Another ar-8973rk fibulock removal kit was opened, and the same thing occurred. The extraction tools broke, but no pieces were in the patient. The surgeon elected to close and finish the case with the nail still implanted and felt confident that the removed products would help with the patient¿s complaints.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-8973rk with the distal striking end broken/separated from the shaft/body of the device. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the extraction malleating process. The complaint allegation is confirmed based on the customer-provided pictures.